Event description:
Procedure: unk, pt sex: unk, reportedly,, during the surgery, the metal pin disengaged and was found in the pt abdomen after the tightneing system was blocked for trocar insertion. The pin was retrieved without any surgical intervention or injury to the pt.